Manufacturer narrative:
The zoll autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During patient use on a cardiac arrest patient, the autopulse platform shuts off after 10 compressions and displayed "lift lifeband and restart" error message. The user was able to resolve the issue after power cycled the platform and extended the lifeban. The platform would again performed about 10 compressions and then stop again and displayed "lift lifeband and restart" error message. This issue occurred several times before the responding team reverted to manual CPR. Rosc (return of spontaneous circulation) was achieved and patient was transported to the hospital. No patient harm or consequence was reported. No additional information was provided.

Manufacturer narrative:
The reported complaint of the autopulse platform shuts off after 10 compressions and displayed "lift lifeband and restart" error message was confirmed during review of the archive data but was not confirmed during the initial functional testing. Analysis of the autopulse platform revealed no problems with the board which may have contributed to the reported complaint. Visual inspection was performed and noted no physical damages upon receipt. Archive review showed user advisory (ua) 17 error message at the time of the reported event date. Based on the platforms archive, li-ion battery s/n: (B)(4) had remain capacity (rc) 1481 mah, equivalent to about four green led's was used. The autopulse performed 518 compressions over a period of 7 minutes and sixteen seconds on a small size patient. The autopulse stopped compressing due to user advisory (ua) 17. The remaining capacity of the battery dropped down to 1259 mah. After the user re-started to clear the fault, the autopulse continue to be used again with the same battery and stop compressing 7 more times with user advisory (ua) 17. User advisory (ua) 17 is an indication that the battery voltage is low. Initial functional testing was performed and passed with no error message. Further testing of the platform indicated that the drive train motor brake gap was within specification. The autopulse was subjected to the run in test using 95% patient large resuscitation test fixture and passed with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number: (B)(4) on 11/13/2017 for ccr 37935. The defective processor board was replaced to remedy this complaint.